Manufacturer narrative:
(B)(4). Batch # p55886. Additional information: is there any more information available about why the device did not fire? The scrub tech was not loading them properly. The caps were still on the cartridges. The analysis found that one ec45a device was returned with no apparent damage and with no cartridge reload present. The clamping mechanism was noted to be damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the release button was noted to be damaged. Although no conclusion could be reach on what caused the damage to the button it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipping. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a vats procedure, the stapler "would not fire." An another like device was used to complete the procedure. There were no adverse consequences for the patient.